Manufacturer narrative:
Batch review performed on 09 december 2021: lot 2104752: (B)(4) items manufactured and released on 15-jun-2021. Expiration date: 2026-06-01. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported.

Event description:
At 3 weeks after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.